Event description:
The customer reported that she woke up this morning with her blood glucose reading of 200 mg/dl so she gave herself a bolus of insulin (exact dosage was not provided) and she went back to sleep. She woke later that morning and her bg reached 300 mg/dl so she decided to deactivate the pod. Upon inspection she noticed the cannula was slightly bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.